Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One certain® gold-tite® hexed screw (iunihg) was returned for investigation. Visual inspection of the as returned product identified fracture confirmed at the threaded region. The drive feature is noted to be damaged from use. Therefore, based on the evaluation, a device malfunction did occur and the reported event was confirmed following inspection. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. A singular root cause could not be determined.

Event description:
It was reported that the screw (iunihg) fractured. It was also reported that the implant is intact. Patient is suffering from bruxism. Tooth location 12.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the screw (iunihg) fractured. It was also reported that the implant is intact. Patient is suffering from bruxism.